Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer was experiencing unexplained low glucose for one day. Troubleshooting was performed. The customer stated that her glucose level changed from 467 mg/dl to 96 mg/dl due to a steroid injection for pain, and unexpectedly she gave a bolus while changing the infusion set. The customer treated with food and glucose tablets. The programming, time, and date were correct. The reservoir was showing the same amount of insulin that the status screen shows. The customer stated having issues with occlusions in her quick infusion set tubing, but insulin exited. No further information was provided.